Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device identified breakage. Root cause and corrective action are documented in the CAPA system. Examination of the returned locking screwdriver body confirmed one of the four tabs broke off. The broken off tab was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that when surgeon was putting in locking screw has snapped one of the prongs on the locking screwdriver. All pieces were retrieved from patient. They had another screwdriver. There was no delay. This was last case of the day yesterday. They could not get screwdriver until this morning. Sending back to my office. Needs replacement a new one to grace hospital.